Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 syringe 0.3 ml 31g 8 mm whole unit 10bg 500 experienced cannula breaking off during use, and another 2 experienced needle piercing through the shield which caused 2 cases of dirty needle stick injury to the medical device operator. The product defects and needle stick injuries occurred during use. The following information was provided by the initial reporter: material no. 328438, batch no. Unknown. Verbatim: pet owner reported needle broke off in to the pets fur after the injection when he removed the syringe. He managed to remove the needle. Item# 328438; occurence-1; lot#-unknown; incident date-unknown. He also reported after the injection he was re sealing the needle with the needle shield he noticed needle was bent. Item# 328438; lot# unknown; occurence-2. Consumer also reported when he was trying put the needle shield on needle came thru the needle shield and stuck his finger. Incident date-unknown; occurrence-unknown. He washed and applied neosporin oh finger. Needle shield was hard to remove; incident date-unknown; occurrence-unknown. He re uses the syringes to use twice a day on the pet.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml bd insulin syringe from lot 4286681. Consumer reported the following: - needle broke off in to the pets fur after the injection when he removed the syringe - after the injection he was re sealing the needle with the needle shield he noticed needle was bent - when he was trying put the needle shield on needle came thru the needle shield and stuck his finger - needle shield was hard to remove the returned syringe was examined, and it was observed that the cannula was broken. The broken cannula was returned, and it was observed that the cannula had been bent, however, no evidence of manufacturing defects were observed. The reported issues involving the cannula shield (needle through shield, shield does not detach as intended) could not be confirmed due to the customer not returning the cannula shield for this sample. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken (and bent) cannula is user error when handling the syringe. A review of the device history record was completed for batch #4286681. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (broken and bent cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (needle through shield, shield does not detach as intended) the possible root cause for this issue is: user error - syringe re-use; multiple injections with the same syringe can cause too much stress on the needle (current controls: single use device per IFU). No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that 2 syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced cannula breaking off during use, and another 2 experienced needle piercing through the shield which caused 2 cases of dirty needle stick injury to the medical device operator. The product defects and needle stick injuries occurred during use. The following information was provided by the initial reporter: material no. 328438 batch no. Unknown verbatim: pet owner reported needle broke off in to the pets fur after the injection when he removed the syringe. He managed to remove the needle. Item# 328438; occurence-1;lot#-unknown; incident date-unknown. He also reported after the injection he was re sealing the needle with the needle shield he noticed needle was bent. Item# 328438;lot# unknown; occurence-2. Consumer also reported when he was trying put the needle shield on needle came thru the needle shield and stuck his finger. Incident date-unknown; occurrence-unknown. He washed and applied neosporin oh finger. Needle shield was hard to remove; incident date-unknown; occurrence-unknown. He re uses the syringes to use twice a day on the pet.

Event description:
It was reported that 2 syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced cannula breaking off during use, and another 2 experienced needle piercing through the shield which caused 2 cases of dirty needle stick injury to the medical device operator. The product defects and needle stick injuries occurred during use. The following information was provided by the initial reporter: material no. 328438 batch no. Unknown. Verbatim: pet owner reported needle broke off in to the pets fur after the injection when he removed the syringe. He managed to remove the needle. Item# 328438; occurence-1;lot#-unknown; incident date-unknown. He also reported after the injection he was re sealing the needle with the needle shield he noticed needle was bent. Item# 328438;lot# unknown; occurence-2. Consumer also reported when he was trying put the needle shield on needle came thru the needle shield and stuck his finger. Incident date-unknown; occurrence-unknown. He washed and applied neosporin oh finger. Needle shield was hard to remove; incident date-unknown; occurrence-unknown. He re uses the syringes to use twice a day on the pet.

Manufacturer narrative:
The following information has been updated: medical device lot #: 4286681 device manufacture date: 2014-12-01.